Event description:
It was reported that during a stenting treatment procedure, stent placement difficulty occurred. The patient presented for the initial intervention of a staged procedure. The first 99% stenosed and 28mm long target lesion was located in the proximal left anterior descending (lad) artery with a reference vessel diameter of 2.75mm. The target lesion was treated with pre-dilation and placement of a 2.75x32mm ion stent, resulting in 0% residual stenosis following post-dilation. The patient was discharged three days later on prasugrel. The patient returned thirteen days later to complete the staged procedure. The second 80% stenosed and 10mm long target lesion was located in the 1st obtuse marginal (1st om) branch with a reference vessel diameter of 2.5mm. The second target lesion was treated with pre-dilation and placement of a 2.50x12mm ion stent, resulting in 0% residual stenosis. The third 80% stenosed target lesion was located in the right posterior descending artery (rpda) with a reference vessel diameter of 2.75mm. The physician started treatment of the third target lesion with pre-dilation and intended to deploy a 3.0x16mm ion stent. However, during stent deployment the patient moved and the 3.0x16mm ion stent was deployed in the distal right coronary artery. The physician completed treatment of the third target lesion with placement of a 2.75x12mm ion stent, resulting in 0% residual stenosis following post-dilation. No other patient complications were reported and the patient was discharged the same day on aspirin and prasugrel.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).